Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving inappropriate shocks due to noise. High, out of range, hv lead impedance was observed. Lead fracture was suspected. Lead insulation abrasion was observed during extraction, due to lead to can abrasion. The lead was capped and replaced.